Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the grip hub. Additionally, the instrument was found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. There was discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found enter related finding, where, and how it contributed to the failure. The complaint regarding a frayed wire was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for [isifa2024-09-c or other applicable field actions], as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.